Event description:
This patient had a cypher stent implanted in a restenotic vision stent in the lad. Two weeks after the implantation of the cypher, the patient complained of chest pain and was unstable. A repeat angiography was performed which revealed thrombus in the previously implanted stent; numerous attempts to resuscitate the patient were performed. These attempts were unsuccessful and the patient expired during the procedure. The product is not available for evaluation and testing. Additional information has been requested.